Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 412 mg/dl. Customer stated that when insulin pump was connected, they had blood glucose level of 412 mg/dl. Customer stated that they changed infusion set and was sure in insulin went in their body. Customer had tried to correct bolus but no suggested bolus came up because of active insulin. Freestyle libre showed a downward trend and read 358 mg/dl. Customer had been using insulin pump system with the 48 hours of high blood glucose event. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.